Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused calcified nodule and micronodular formations. The patient did report to receive medical intervention and had a diagnostic CT scan. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.